Event description:
The following has been reported: biomed reported: functional check complete but malfunctioning at the end of the infusion. Screen glitches out and stated button power down and randomly shut off. Powered on screen and glitching visual still occurred until after the full start up. Unit powered itself down again. A preliminary review of the logs identified the following issue: sensor hardware failure (pressure sensor board). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pressure board failure. The failure was a result of a short in the main pcba. When the short was resolved the pump alarm did not reproduce.